Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test or occlusion test due to prime anomaly. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No check settings alarms or time date reset noted. The insulin pump properly received readings from one touch ultra link blood glucose meter. No radio frequency communication anomaly noted. The insulin pump had cracked case at the display window corners, case at the reservoir tube window corners, cracked belt clip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that she fell off her bike and landed on the insulin pump. The insulin pump had cracks on the reservoir compartment and down the side. The insulin pump had scratches all over the button plate. Customer's blood glucose level was 421 mg/dl. The meter was no longer communicating with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.